Manufacturer narrative:
The unit was received with broken end cap. Unable to verify compromised force system sensor alarm due to broken end cap. Unit received with cracked reservoir tube, broken battery tube threads and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting explained the possible cause of the alarm and found that insulin squirts out of the device. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.